Manufacturer narrative:
Possible serial numbers (B)(6). A2 - age at time of event and a3a - sex: correction h6. Codes: updated. Device evaluation: the customer reported high pressure alarm and occlusion alarm on pump. Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
H10 - related report numbers = distributer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited an occluded hickman catheter, triggering high-pressure and occlusion alarms. On the cadd solis pump. Troubleshooting was performed but the alarm persisted. There was patient involvement with no harm.